Manufacturer narrative:
The na electrode lot number was i1972. The expiration date was not provided. The field service engineer (fse) found the sample probe was not seated correctly and adjusted it. Precision testing was completed successfully. H3 other text : na.

Event description:
The initial reporter questioned ise results for approximately 100 patient samples tested on a cobas 8000 ise module. Discrepant results were provided for 4 patient samples tested for sodium (na) and potassium (k). Patient 1 initial na result was 154 mmol/l. The repeat result was "within the normal range" (135 mmol/l ¿ 145 mmol/l). Patient 2 initial na result was 151 mmol/l. The repeat result was 143 mmol/l. Patient 3 initial na result was 150 mmol/l. The repeat result was 142 mmol/l. Patient 4 initial na result was 148 mmol/l. The repeat result was 140 mmol/l. Patient 4 initial k result was 4.8 mmol/l. The repeat result was 4.1 mmol/l. The initial results were reported outside of the laboratory where they were questioned by the physician.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 with acceptable results. An "abnormal aspiration" alarm was observed in the alarm trace data. The service actions (reseating and adjusting the sample probe) resolved the issue.